Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. It was noted the patient had a follow-up the previous day where premature battery depletion was suspected. The local distributor representative saw the patient and obtained the device data for technical services review. Engineering evaluation found the device had reached end of life (eol) battery status on (B)(6) 2022, and premature battery depletion was confirmed due to an abnormal increase in power consumption. Emergent device replacement was recommended since the device had already reached eol and therapy may become compromised. The local representative confirmed the device would be replaced as soon as possible. No adverse patient effects were reported.